Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.

Event description:
The pt was released from the hosp 2/13 following gall bladder surgery. He ran out of one touch test strips and began using quick check one test strips. On 2/15, his fasting morning one touch ii result using the quick check test strips was 7 mg/dl. He retested with a 23 mg/dl, ate a small breakfast and tested again at 9:30/a with a result of 27 mg/dl. He contacted his health care professional and was told to proceed to the hosp. Upon arrival at 10/a, a hosp meter result and lab test were high and 1,008 mg/dl respectively. The pt was admitted and remained hospitalized for 2 days for treatment of elevated blood glucose. The meter is cleaned only when it displayed the "clean test area" message and calibration tests designed to detect potentially inaccurate results are not performed. In addition, the pt does not change the meter code to correspond wit the test strip code.